Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, fold creases and a weight test of the explanted material verified it was underweight. Microscopic analysis of the return device identified a broken shell with sharp edge where there is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a broken shell with sharp edge where is localized stresses induced assessed as surgical impact. The reason for reoperation was reported to be due to rupture and "well defined nodule". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture and the presence of a ¿well defined nodule¿ in the right side implant. Device has been removed and replaced with non allergan product.